Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 22-feb-2027, UDI#: (B)(4) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that during the initial implant of the lead 977c165 at t6-t7, the patient never felt stimulation in the low back but instead felt it in the ribs and stomach. A device revision was performed, and the patient's lead was moved down one level. Neuromonitoring revealed bilateral stimulation. The product was explanted. No patient complications have been reported as a result of this event.